Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter involved in this case failed testing. The meter gave the error 1 error message during testing, however no conclusion could be drawn as to the root cause. Additionally, the meter's casing paint was found to be damaged, however this is not the reason for the supplemental report. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.